Event description:
It was reported that the device had a degraded downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) reported phone number missing a digit. H3: one device was received for analysis. Service history review identified that the device had not been serviced in the past 12 months. Visual inspection confirmed the reported issue. The root cause of the problem was the downstream occlusion seal (dso). The dso seal was replaced. The device then passed all functional tests after the repair.